Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient had a pre-existing condition of atrial fibrillation. Transseptal puncture was inferior and mid-anterior. The patient's activated clotting time was 300 seconds at 0955 and 268 seconds at 1016. The patient's left atrial pressure was 10mmhg with 500cc of saline bolus administered. 10,000 units of heparin were administered. The patient was noted to have difficult anatomy. The occluder was partially re-captured and re-deployed three times. It was determined that the occluder needed to be sized down. The occluder was removed from the patient and replaced with a new 22mm amplatzer amulet left atrial appendage occluder. The second occluder was partially-recaptured and re-deployed twice. The second occluder was implanted. Post-implant a 15mm circumferential pericardial effusion was identified in the inferior left ventricle with intracardiac echocardiography (ice). A pericardiocentesis was performed. The patient remained intubated and was held in the intensive care unit (ICU) for monitoring. The following day the drain was removed. Per the physician, the pericardial effusion was due to procedural and complex patient anatomy. The patient status was stable.

Manufacturer narrative:
It was reported a 15cm circumferential pericardial effusion was identified post implant of 22 mm amulet device. A 25 mm amulet device was attempted to be implanted with three partial re-captures before implanting 22 mm occluder. Information from field indicated that the patient's activated clotting time was 300 seconds and heparin was administered during procedure. Also indicated that the patient had difficult anatomy. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It is possible that the reported the complex anatomy and operational difficulties may have contributed to the observed pericardial effusion, however this cannot be conclusively determined. The reported intervention was a result of case-specific circumstances as a pericardiocentesis was performed for effusion. There were no complaints associated with any other devices from the lot. Based on the information received, there is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patietn had a pre-existing condition of atrial fibrillation. Transseptal puncture was inferior and mid-anterior. The patient's activated clotting time was 300 seconds at 0955 and 268 at 1016. The patient's left atrial pressure was 10mmhg with 500cc of saline bolus administered. 10,000 units of heparin were administered. The patient was noted to have difficult anatomy. The occluder was partially re-captured and re-deployed three times. It was determined that the occluder needed to be sized down. The occluder was removed from the patient and replaced with a new 22mm amplatzer amulet left atrial appendage occluder. The second occluder was partially re-captured and re-deployed twice. The second occluder was implanted. Post-implant a 15mm circumferential pericardial effusion was identified in the inferior left ventricle with intracardiac echocardiography (ice). A pericardiocentesis was performed. The patient remained intubated and was held in the intensive care unit (ICU) for monitoring. The following day the drain was removed. Per the physician, the pericardial effusion was due to procedural and complex patient anatomy. The patient status was stable.